Event description:
It was reported that during a pulse generator changeout procedure, the ventricular lead exhibited elevated thresholds, loss of capture, and increased impedance. The lead was capped and replaced.